Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review cannot be performed for this procedure. The system logs are not available at this time. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during an unspecified da vinci-assisted unspecified surgical procedure, the coagulation function of the force bipolar instrument did not work and could not seal the target blood vessels. The surgeon was able to coagulate the blood vessels without any problems using a backup force bipolar instrument. However, due to the issue, there was reported additional blood loss and a short-term procedure delay. The estimated blood loss volume was not provided. The cause of the operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted unspecified surgical procedure, the force bipolar instrument¿s coagulation function did not work and could not seal the target blood vessels. The bipolar cable was replaced but the issue continued. The initial force bipolar instrument was replaced with a second force bipolar instrument, which was able to coagulate the blood vessels without any problems. Due to the issue, there was additional blood loss, of which the amount is unknown, and a short-term procedure delay. The procedure was completed with the backup instrument with no patient harm.

Manufacturer narrative:
On 25-feb-2023, intuitive surgical, inc. (Isi) received the following additional information about the reported event: isi received the force bipolar grasper instrument associated with this complaint and completed investigations. Failure analysis investigations did not confirm or replicate the customer reported complaint. A visual inspection was performed and no damage to the conductor wire was observed. Electrical continuity testing was performed and passed. The instrument was placed and driven in an in-house system, connected to the in-house erbe generator and passed energy recognition, and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directors. The grips/tips (for scissors) opened and closed properly. Energy delivery was performed and passed. The instrument was fully functional. No product issue was identified. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.083¿ - 0.161¿ in length and were not aligned with the tube axis. Common causes are typically attributed to the user. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The instrument was found to have damage of the conductor wire¿s insulation. The damage is located at the distal end with internal wires exposed. Electrical continuity was performed and passed. No thermal damage was observed. The root cause of this failure is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.